Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation details: the device was rec'd, the tension spring components are inside deployment tube and plunger was depressed. The complaint is confirmed.